Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported catheter not registering as an se catheter issue could not be confirmed. The magnetic sensor met specifications during electrical testing with no open or short circuits detected. In addition, no anomalies were noted on the eeprom payloads. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During a premature ventricular contraction procedure, two tactiflex se catheters had communication issues resulting in a delay to the procedure. After patient contact, it was noted that the tactiflex se catheter was not registering as an se catheter on the ensite x. The tactiflex se was replaced with another tactiflex se but the same issue occurred with an error saying, "non se catheter plugged into se port, please check connections." The tactiflex se was replaced with a third tactiflex se catheter and the procedure was completed with no adverse consequences to the patient.